Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through the process of removing and inspecting the cartridge, cleaning the pneumatic tap area, and attaching a new cartridge, successfully completing the load process and resuming insulin therapy.